Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected septum-oriented inflow cannula could not be confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, no evidence of overheating was identified upon evaluation (B)(6), and a device-related cause for the reported overheating could not be conclusively determined through this evaluation. The report of superficial driveline damage was confirmed. A cause for this damage could not be conclusively established. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing; there was also an approximately 9.5¿ middle section; and a distal portion of driveline approximately 26¿ in length with the controller connector. The inlet tube and a proximal portion of the severed flex section were returned detached from the pump. The inlet elbow was returned attached to the pump¿s inlet port with the distal side of the flex section. The sealed outflow graft and outflow graft bend relief hardware was returned detached from the pump. The outflow elbow was returned attached to the pump. Evaluation of the device¿s blood contacting surfaces upon disassembly found no developed depositions or thrombus formations. Additionally, there was no evidence of wear or damage to the pump. Visual inspection of the driveline revealed tape applied to the outer silicone jacket covering the area approximately 6-10 inches from the controller connector. There were tears approximately 2.5 and 12 inches from the controller connector, and removal of the applied tape revealed an additional tear approximately 9.5 inches from the system controller. The driveline was tested for electrical continuity and passed without incident. The driveline was disassembled and the underlying layers were unremarkable. The pump underwent cleaning, reassembly, and functional testing under load conditions using a test driveline. Hydraulic qualification testing revealed that pump power and pressure values met manufacturing specifications. The returned pump functioned as intended. The submitted heartmate ii left ventricular assist device (lvad) log file showed that the pump speed remained above the low speed limit. Multiple pulsatility index events were recorded throughout the file; however, there were no notable alarms. The file appeared to show the pump functioning as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ heartmate ii patient handbook, rev. C is currently available. The patient handbook explains that all heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. The heartmate ii lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline, serial number (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The hospital was (B)(6). (B)(4) is the distributor. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's pump was exchanged on (B)(6) 2021 due to misaligned septum-oriented inflow cannula and suction events. The pump was also overheated. There was also possible visible tear and wear on the driveline cable. The patient's blood tests were okay and there were no clinical issues. The patient was discharged to home and exchanged pump will be returned.